Manufacturer narrative:
Evaluated one open/used reservoir, inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test reservoir filled with diluent, and connected to a new infusion set. We installed reservoir and connector into pump. Performed manual prime saw fluid flow through infusion set and out catheter tip. Conclusion reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of having trouble filling the pump. The customer's blood glucose reading was 188 mg/dl at the time of incident. Troubleshooting found that the insulin could be pushed through the tubing with the plunger after the second try. Troubleshooting advised that the first reservoir was most likely the result of an occlusion. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.